Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, crease flat, wear abrasion, deformation. Cloudy and voids was observed after autoclave disinfection process. No openings observed in the device. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.